Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a short battery life issue. The reporter stated that the battery life issue began on (B)(6) 2014. Additionally, the reporter noted moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was able to fully tighten to the pump and the pump powered on normally. No power issues were observed. There was no evidence of moisture contamination observed in the battery compartment. Current draws were found to be within specifications. The pump casing was removed and there was evidence of moisture contamination found on internal pump components. Additional testing could not be completed due to internal moisture damage. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.